Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they are having discomfort with stimulation in the pelvic region. Caller stated that it is very strong near the pelvic area and it is uncomfortable. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through adjusting intensity and confirmed stimulation was comfortable. Agent reviewed with caller if they still wanted to request reprogramming or appointment they can monitor symptoms and follow-up with hcp if issues persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient, indicated that they were able to turn the intensity down. And they think the problem is resolved. The patient mentioned, they will be having a procedure called "mild".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they first contacted the surgeon who replaced their stimulator, they suggested they see their pain management doctor. Upon seeing their pain doctor, they called and made an appointment to have a technician come to their office. They recalibrated their stimulator. So far, so good. The issue as of now was resolved.

Event description:
Pt called in stating they had called before since the ins in their back was not hitting where it was before. Pt went to see their implanting doctor who said the ins was put in the same spot as it was before. That when they took old one out and put a new one in, they did not move the lead. Pt said they needed a medtronic employee to check the ins to get it working the way it should since it was not hitting the right spot. It was hitting the pelvic area and it was not supposed to vibrate there, it was like pain and they needed it to be fixed. They need a rep to get it there and fix it again. Pt said that they could have lost weight and it slipped. Pt was provided the nas phone number and redirected to their hcp again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.